Event description:
This patient underwent breast implant surgery last year. She experienced pain in her left breast and an ultrasound revealed a left saline implant leak. In june of this year the leaking implant was explanted. The right implant was also explanted and inspection revealed no leak.====================== health professional's impression======================the patient experienced pain due to leaking saline from a breast implant.